Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir was empty and did not received an alert. Customer reported that as a result, blood glucose was high at 600 mg/dl. Customer reported of being new to insulin pump therapy and requested assistance with setting up. Customer was not feeling well and call was disconnected. Customer was called back and was able to change and program infusion set and reservoir. Customer was advised to call back when feeling better in order to troubleshoot insulin pump.